Event description:
Performed microwave ablation of liver metastasis. Performed successful ablation of tumor, but device failed to operate for second application of energy. The initial ablation was approximately 20 minutes which is within he stated tolerance of the device. Upon completion of the initial ablation and removal of probe, the tip was missing. A computed tomography (CT) scan demonstrated the probe tip remained in liver. The physician determined the retained tip would not cause the patient harm and was intentionally left in the patient. A second new probe was used to complete the procedure. The manufacturer will be notified. This is the second incident within a couple of weeks. The probe has been given to manufacturer for quality assurance review. We are awaiting their report.